Manufacturer narrative:
(B)(4)

Event description:
In order to extend refill intervals, a larger 40 ml reservoir pump was implanted. The replacement pump and replaced proximal end of the catheter were implanted without event on (B)(6)2010. The catheter was primed. The pump drug/dose/concentration was unchanged from previous pump. The pt's death occurred sometime over the weekend after (B)(6)2010. The exact date and cause of death were unk by the reporter but it was stated to the reporter that "it had something to do with the pump." The pump delivered dilaudid 10 mg/ml at 2.897 mg/day and bupivicaine 10 mg/ml at 2.897 mg/day. Add'l info has been requested from the hcp, but was not available as of the date of this report.